Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds and no capture at full output. A lead revision procedure was completed and the lead was repositioned with appropriate thresholds. The lead remains in use. No patient complications have been reported as a result of this event.